Manufacturer narrative:
The device was received for evaluation. The device underwent a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A review of event history log revealed the secondary infusion was completed within 14 minutes; however, the volume infused could not be confirmed via the log review. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Full release testing to be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused. The expected infusion time was fifteen minutes; however, after fifteen minutes approximately three fourths of the solution remained in the bag. The secondary infusion was kepra 100mg in 100ml bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.